Event description:
Caller reported experiencing intermittent occlusion alarms. There was no adverse impact on the customer's blood glucose level. To resolve the occlusion events, the customer changed the infusion set and cartridge, then resumed insulin delivery.